Event description:
It was reported that during the implant procedure, adequate sensing and capture threshold could not be obtained. The lead was replaced. The patient was in good condition with no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomaly was found.